Manufacturer narrative:
Pending completion of device analysis and review of device history record. (B)(4).

Event description:
Sales representative contacted technical solutions through e-mail to report a catheter that was revised due to spinal headache and return of pain. Physician believes that the catheter was compromised at implant when the needle was removed and then broke a few weeks later.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit, verification of all final testing performed by/on the catheter kit, verification of sterilization, and packaging for subject catheter kit was performed. The review did not identify any nonconformances, issues or capas associated with the catheter kit. Additional physical investigation was performed on the device, confirming the alleged issue. The catheter was patent with both air and sterile water. When viewed under magnification, one end looks like it was cut with a sharp instrument and has a clean cut, the other end does not appear that it was cut with an instrument and looks jagged. There is not enough information to determine the cause for this issue. Internal complaint number: (B)(4).